Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided to assist us with this investigation. Unfortunately, at this time we are unable to determine with certainty how/why this incident may have occurred. However, when considering the info provided by the customer, it appears that the device met with resistance beyond its intended design, possibly due to human anatomy and/or technique related. We have seen where separation has occurred during the placement and/or attempted removal of the supplied wire guide, when inadvertent contact is made with the needle bevel. We can advise that per the attached caution label, we state; "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." Nevertheless, the appropriate personnel have been notified. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.

Event description:
Surgeon attempted to place a mediaport via ij path during the attempt to pass the 4fr wire and manipulate the catheter, the wire and/or catheter punctured through the vessel. IV contrast was injected to confirm the extravascular position. The guidewire and catheter were removed simultaneously in one motion. Physician does not remember any particular difficulty during the removal process. On post-procedure cxr, it was discovered that the distal pliable end of the guidewire was in the pt along the right side of the mediastinum. After CT scan to confirm the location of the retained guidewire it was determined to leave the guidewire in place, as it is not anticipated to cause any harm to the pt.